Event description:
This device was implanted on 2/8/95. On visit to physician's office on 7/31/96 for chemotherapy, the nurse was unable to infuse. The pt stated he felt a 'pop'. Pt was then sent to the implanting surgeon's office. The catheter was discontinued at the hub of "titanium port". The port was removed and pt was sent to radiology at another hosp. The radiologist was able to retrieve the catheter.